Event description:
It was reported that, during the tha, when the surgeon was broaching with a rasp, the tip of the rasp penetrated the femur.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was lost and was not returned to the MFR. Additional (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.